Event description:
It was reported by the customer that their insulin pump keypad was unresponsive to user inputs. Advised customer to discontinue use of device and revert to back up plan. Customer stated they do not recall any significant events that led to the issue or if the device was dropped. Customer's blood glucose level was 137 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with all of the buttons functioning properly. However, moisture damage was found on keypad traces. The insulin pump has minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).